Event description:
It was reported model e-7507 grounding pad was placed on the non-operative leg of the patient. Towards the end of the procedure they noticed the patient had a burn under the grounding pad the size of the pad itself. They stopped the case and pulled the generator out of the room. They are sending this unit back along with the grounding pad and do not want a replacement. Customer did not know what probe was being used. Additional info confirms the procedure was a right knee arthroscopy; the placement was on the thigh; patient was a female weight was (B)(6).

Manufacturer narrative:
Product passed functional testing per process summary (B)(4) and 24 hour burn-in. All functions perform as expected and unit was within calibration limits. No problem found. (B)(4).